Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement and noted low impedance but within normal limits and the sensing dropped which was confirmed on x-ray during pre-discharge check. This ra lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.